Event description:
Consumer called to report a needle breakoff in their stomach. Went to the ER the same day and ER doctor scheduled them for surgical removal in 2005. Had the needle removed and is now showing signs of infection around the stitches.